Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 09/18/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no issues; the dates in the total daily dose history changed from (B)(6) 2014 to (B)(6) 2013 and from (B)(6) 2013 to (B)(6) 2014. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump successfully passed a timekeeping accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was reported the pump's time was discrepant by 12 hours and the year was incorrect. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.